Event description:
Customer reported on a bravo ph capsule that failed to attach. After pressing the plunger, the physician tried to turn but it would not turn. He said it was fully pressed down, he proceeded to apply more force and the handle broke. Once the handle broke, the capsule released and delivery system was removed. The pt was not injured following the procedure.